Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-jul-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had issue with prescription transmission. A technical support specialist found that a message received from the host contained characters in the hl7 format that the carefusion coordination engine could not process. The customer host edited the message, resent it, and the message processed successfully. The issue was addressed on the customer host system. The system functioned as intended after the technical support specialist troubleshot the device. Initial reporter e-mail: (B)(6).

Event description:
It was reported by the customer that when using the bd pyxis¿ es server system experienced issue with prescription transmission from gespharx to pyxis the customer did not report any delay associated with the transmission problem. There were no adverse events or injuries reported based on this event.